Event description:
It was reported that approximately a year after the implant of this left ventricular (lv) lead, this patient had a non-device-associated infection. Surgical intervention was performed and the entire system, involving this left ventricular lead, was explanted. No additional adverse patient effects were reported. The device is not expected to return.